Event description:
The technical service rep reported the customer received discrepant creatinine results for two days in 2009, however, did not provide any specific pt data, and indicated the data would not be provided. He was able to provide data generated from a precision study for creatinine using pooled patient serum which demonstrated discrepancies. The sample was run 10 times with the following results: 0.9, 0.9, 0.9, 1.1, 1.7, 1.0, 1.5, 1.9, 0.9 mg per dl. The same pooled serum sample was used to run creatinine and then repeat with the following results. Initial 0.9, repeat 1.6 mg/dl; initial 1.1, repeat 1.9 mg per dl and 0.8 mg per dl. Results were not reported.

Manufacturer narrative:
The field service rep determined there was a mechanical failure and performed corrective maintenance by replacing the sample side chain cables and degasser. On a follow up visit, he determined there was an optical failure and replaced the abs photometer, reagent syringe valves, reagent clean valves and the 5 ul sample syringe. Checktest, precision checks, calibration and qc for all assays were performed to verify the analyzer performance with all results in accordance with specifications.